Event description:
The customer reported the system shut down without command and would not boot back up. There is no report of patient injury or death.

Manufacturer narrative:
A ge service rep performed an on site investigation. The power cord was replaced during the service call. The system was tested and found to be working as intended and put back into service.